Event description:
The clinician reports that the day the implant was placed in ada 10, failure occurred upon insertion. Implant surface not completely covered with bone. The device was forwarded to the manufacturer. At the event the patient experienced: infection and swelling. No further patient complications were reported.